Manufacturer narrative:
Investigation results: the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history check was not performed as the lot number is unknown for this complaint. A device history record review was not performed as the lot number is unknown for this complaint. The batch was not provided by the customer; however, a risk review was performed as below: in our process we cannot replicate this failure mode, so it is not considered a risk.

Event description:
No additional information.

Event description:
On (B)(6) 2025, the patient underwent high ligation and stripping of the great saphenous vein for varicose veins of the great saphenous vein. Approximately 1.5 hours into the procedure, fluid leakage occurred at the front end of the three-way valve connected to the intravenous infusion line. Repeated attempts to tighten the valve resulted in disconnection of the infusion line, causing fluid leakage and minor bleeding of approximately 15 ml. A new three-way valve was promptly replaced and functioned normally, allowing the surgery to be completed successfully.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.